Manufacturer narrative:
Evaluation: the consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Additional information: 3004193489-2015-00122. This supplement failed. This was an error on my part I typed 3004193489-2015-00122 s which belonged to another case. I have already submitted my supplement /correction for that particular case. Correction: this report has been identified as 3004193489-2015-00122 s2 =supplement #2. Meter and test strips were not returned.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020215082. Expiration date: 3/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
(B)(6), an rn called in reporting an incident today at their shelter where a patient was transported to a hospital for low bg symptoms. The nurse could not specify exactly what transpired the night before the incident for the consumer. The patient arrived at the nurses station in the shelter around noon today complaining of symptoms of low bg. According to the nurse, she performed a blood glucose test using the meter in question and getting a result of 53 mg/dl . Based on that result, the nurse provided emergent food intervention to help raise the consumer's blood glucose level. Approximately fifteen (15) minutes later, she performed another blood glucose testing using the same meter and test strips getting a result of 163 mg/dl. At this time, the nurse called for medical intervention because the consumer appeared to be lethargic and sweaty. When the emts arrived they performed a blood glucose testing using their unknown meter getting a result of 23 mg/dl. The consumer was transported to the hospital. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.